Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem was not reproduced. A review of the event history log revealed "flange sensor failure!" Messages. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The cause of the condition was determined to be the slightly rotated grommet interfering with the flange sensor. The grommet will be reworked to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq syringe pump alarmed a system error 21502 flange sensor error. This occurred during an unspecified process step in the biomed service department. There was no patient involvement. No additional information is available.